Manufacturer narrative:
(B)(4). The device was received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sterile packaging of a clearlink catheter extension set was damaged. This issue was discovered before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device and forty-nine (49) companion samples were received for evaluation. Visual inspection revealed a hole in the sterile packaging of the actual device. The reported condition was verified for the actual sample. The cause of the condition was not determined. No defects were observed on the 49 companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.